Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect found. Pump boots to the verify screen with audible and vibratory features. An alarm was reproduced for the investigation with sound setting set to ¿high¿; pump gave the appropriate sound message and displayed correct message on the screen. The audible tone reading was found to be within spec at (B)(4). The sound feature was found to be functioning properly with no intermittent conditions observed. Battery cap and cartridge cap were not returned; test caps used to complete testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.